Manufacturer narrative:
Please note: as it is unknown which excluder® device may have been with aneurysm enlargement, rmt281218j/13347994 has also referenced in this report. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On unknown date, the patient was implanted with a non-gore manufactured stent-graft to treat an abdominal aortic aneurysm (aaa). On (B)(6) 2015, a re-intervention procedure was performed whereby two gore® excluder® aaa endoprostheses were implanted. A trunk-ipsilateral leg component (rmt281218j / 13347994) was deployed first, and then the contralateral leg component (plc231200j/ 13524699) was placed in the right common iliac artery which fully covered the non-gore manufactured stent-graft. The reason for the re-intervention procedure is not known. At the time of the gore® excluder® device placement, the diameter of the aaa was a reported 26.2mm, and the right common iliac artery measured a reported 21.4mm. The procedure was completed without any reported issues. On an unknown date, follow-up examination reportedly revealed the aaa had enlarged to 65mm in diameter, with the right common iliac artery measuring 30mm. On an unknown date in 2018, embolization of right internal iliac artery was reportedly performed in order for collateral vessels to develop before additional stent grafts could be placed to treat the aneurysm enlargement. On (B)(6) 2018, a follow-up angiograph reportedly revealed no obvious endoleak. On the same day, the physician implanted two additional contralateral leg components inside the original contralateral limb, and extended the stent-graft system into the right external iliac artery to prevent a possible distal type I endoleak. No endoleak was detected. Further, the physician performed an open procedure to ligate lumbar arteries as a precaution to prevent possible type ii endoleaks. The patient tolerated the procedure.